Manufacturer narrative:
Data correction to device identifier and 510k. A philips product support engineer (pse) evaluated the device logs and confirmed that the device was working as designed. The customer was provided with information that it is important to ensure that the algorithm is labeling the beats correctly which is the customer's responsibility. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported concern that the pic ix algorithm is not detecting some beats as vtac (ventricular tachycardia) and therefore not triggering the alarm since there are not 5 in a row that are needed to set off the alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.